Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Device not available - discarded. Initial reporter is j&j company representative. Reporters state: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a staff member indicated the holding device for guidewires/reaming rods is broken and no longer usable for surgery. The screws that connect the trigger to the main handle or ¿gun¿ have become loose and fallen out. No surgical delay or patient issues. Item requires replacement. No further information is available. This complaint involves two (2) devices. This report is for one (1) hand f/guide wire+reaming rod. This report is 1 of 1 for (B)(4).